Event description:
It is reported that za9003 intraocular lens (iol) was explanted due to unknown reason. Additional information revealed that another iol of same model and diopter was used as replacement lens. The product is being returned. No further information was provided.

Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 10-oct-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the complaint lens was received cut in half and with a detached haptic. The remaining haptic was bent. The lens was cleaned, and scratches and an edge chip were observed. No issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this po. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.